Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line). The home patient (hp) was connected at the time of the alarm. This occurred during drain 5 of 5 of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm to the hp. The hp had already disconnected, turned off the hc device, and removed the cassette. The patient was to complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.